Event description:
The customer reported the catheter's balloon broke and the catheter fell out. The catheter had to be changed 4 or 5 times over the period of one or two months due to this. The exact quantity and event dates are not known. No injury was reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. In the meantime, all information received will be used for further tracking and trending purposes.